Manufacturer narrative:
Patient information was requested, but not provided. A replacement clamp was sent to the site. Suspect clamp has not been returned for further evaluation. Part not returned.

Event description:
A medtronic representative reported that during a spine surgery, the site discovered the screw was stripped out on the open spine clamp. No harm to patient reported.